Event description:
Customer reports sinus infection and bloody nose. The customer spoke with his md and was prescribed an unspecified medicine.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.